Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the arm. It was reported that values were entered while the glucose reading error symbol was displayed, and that the product was expired. No additional event or patient information is available. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally: if you see differences between your sensor glucose readings and blood glucose values outside of this acceptable range, follow these troubleshooting tips before inserting another sensor: make sure your sensor is not expired.